Event description:
I had a total hip replacement in (B)(6) 2009. I have a pinnacle acetabular cup system and my leg just gives way causing me to fall. This has happened to me 4 times. I also cannot place all my weight on my leg even though my doctor says I am fully healed. Additionally, I feel a "pinch" like pain from time to time at the site of the hip replacement. Dates of use: #1: (B)(6) 2009 - (B)(6) 2011, #2: (B)(6) 2011 - (B)(6) 2011. Event reappeared after reintroduction: #1 yes, #2 yes.